Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Measurements have been around the 140ohms for approximately a year. Technical services (ts) was contacted and discussed possible reprogramming options since this rv lead is connected to a non-boston scientific device. This rv lead remains in service. No adverse patient effects were reported.